Manufacturer narrative:
After review of additional in formation, it was indicated that this product has not contribute to injury, thus this report will be rejected.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges metal wear/metallosis. Doi: (B)(6) 2010 - dor: not reported (left hip). (B)(4)- first revision.